Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an instrument used in s5 tr. This procedure was a revision surgery for suspected infection .initial surgery: (B)(6) 2018. It was reported that when removing the set screw of the tr connector placed on the right side of l3, the tip of the reported product was damaged. The product of the  same type shipped for backup was used to attempt removal, but the tip was deformed. Removal of the set screw was discontinued, and the rod and the set screw were removed in one mass, then the procedure was completed without further issue. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Infection it was unknown whether medtronic products caused the infection but this report is being submitted for notification purpose. If information is provided in the future, a supplemental report will be issued.